Event description:
Customer reported the panorama central station's wireless transceiver (tim) had loss of communication with the server, which may have resulted in loss of telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacements of the server's power supply and cd-rw drive, cleaning out the dust from inside the unit, and adjustment of the front panel antenna output. Unit was tested, calibrated, and safety checked unit to factory specifications.